Event description:
It was reported that during a laparoscopic appendectomy procedure, the device bent when the surgeon was attempting to insert device into patient's abdomen. No part was broken off of device. This device was not used. A new device of same code was opened and used to complete case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4) = obturator and sleeve. The analysis results found that the 2b5lt device was returned damaged; the obturator was received inserted through the sleeve assembly. Upon visual inspection, it was noted that the obturator was bent and the sleeve was bent and slightly broken. Due to the returned condition of the device, no further testing could be performed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. One potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity. The batch record was reviewed and no anomalies were noted during the manufacturing process.